Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) breath delivery (bd) real time clock. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator generated a communications error. It is unknown if there was patient involvement. Additional information has been requested.